Event description:
The service center reported that the ventilator had no output flow. The service technician stated, he could not recall if the ventilator alarmed when the reported problem occurred. The customer did not report any problems with the ventilator prior to sending it to the service center.